Event description:
Someone obviously hacked my medical records and found I have a few medical implants and removed them from the hospitals records because they deny me having any but yet I am being harassed 24/7 by what appears to be a hacked neurostimulator for my spinal cord injury that must've been implanted without my knowledge. I cannot get anyone to believe me or admit its possible despite a rf detector going off at 3 locations where I have grown lumps (possible tumors) 1 right rear skull behind my ear. 2 middle left of back, 3 inside left collar bone. All this adds up to some type of brain stimulator. Its constant high pitch data sounds have cost me the hearing in my left ear and sight of left eye and movement and feeling of left arm. I need immediate assistance getting these devices removed or back under control of a sane person immediately before more damage is done. FDA safety report ID #: (B)(4).